Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when add'l info becomes available.

Event description:
It was reported that leaking was observed from the mounting pin during use. Ref: (B)(4).